Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 7 of 8 mdrs filed for the same event (reference 1825034-2016-03843 / 03844 / 03845 / 03846 / 03847 / 03848 / 03849 / 03850).

Event description:
Operative record received from patient's legal counsel reported patient underwent an initial right hip arthroplasty and subsequently experienced elevated metal ion levels approximately four years post-implantation. No right hip revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: biomet m2a magnum taper adapter catalog#: 139252 lot#: 789480, biomet taperloc femoral stem catalog#: 15-103202 lot#: 017460.